Event description:
It was reported that the patient had a loss of therapeutic effect. It was noted that the patient¿s implant was not working. It was reported that the patient tried changing out the patient programmer batteries and all it did was give the patient three beeps when the patient tried to turn on implant. It was noted that the patient¿s implant is off and the patient can¿t get it back on. It was reported that the patient verified that they were seeing 2 green lights, one which indicated that the implantable neurostimulator (ins) was turned on. It was noted that the patient started to not feel stim at all yesterday. It was reported that the patient was trying to increase stim, but nothing was working; it was not doing anything. It was noted that the patient had no therapeutic relief. It was reported that the patient could feel when the ins was on because it would send little shocks through him. It was noted that at the time of report the patient was feeling absolutely nothing, ¿like it¿s not even there.¿ it was reported that the patient did fall a day prior due to a seizure the patient had. It was noted that after the patient had his seizure the patient thought the he turned the ins off because he was lying on his back. It was reported that ¿he did not turn it off and that¿s when he noticed it was not working.¿

Manufacturer narrative:
Concomitant products: product ID 748925, serial # (B)(4), implanted: (B)(6) 2005, product type extension; product ID 748925, serial # (B)(4), implanted: (B)(6) 2005, product type extension; product ID 3487a-33, lot # j0527300v, implanted: (B)(6) 2005, product type lead; product ID 3487a-33, lot # j0421666v, implanted: (B)(6) 2008, product type lead; product ID 7435, serial # (B)(4), implanted: (B)(6) 2005, product type programmer, patient. (B)(4).